Manufacturer narrative:
(B)(4). Therapy date- (B)(6) 2018. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent an initial procedure. Subsequently, patient was revised due to a broken znn cm nail approximately one month post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.